Event description:
The account alleged the bed cannot place a nurse call. No injury reported.

Manufacturer narrative:
The account found the communication cable was not installed. The account installed a communication cable to resolve the issue.